Event description:
The reporter stated he had received several er1 messages on his meter. When the reporter received an er1, he retested several times and got results in the 383-390 mg/dl range. A control solution test was within range (numbers not available). Reporter stated that he never blamed or felt that his meter was at fault.